Event description:
Sorin group rec'd a report that during set-up, the s5 mast roller pump displayed a motor control error and the pump stopped. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin (B)(4). Sorin group rec'd a report that during set-up, the s5 mast roller pump displayed a motor control error and the pump stopped. There was no pt involvement. The investigation is on-going. A f/u report will be sent when the investigation is complete.